Manufacturer narrative:
(B)(4). The lead was not returned for testing. This product issue will be re-evaluated if additional details received.

Event description:
Boston scientific received information that this left ventricular (lv) lead was not delivering pacing therapy when it was required due to dislodgement. A revision procedure was performed and the lead was removed from service. No adverse patient effects were reported.